Manufacturer narrative:
The affected user has stated that he is now doing fine, and that this event was caused by human error. The supervisor has placed a pair of safety glasses in the lab to be used whenever protein removal or decontamination is performed.

Event description:
(B)(4).